Event description:
A user facility biomedical technician (biomed) reported to fresenius customer service that when the blood pump was turned off during a hemodialysis (hd) treatment, the combi set ¿line was blown off of the transducer itself¿. Additional information was obtained through follow-up with a registered nurse (rn) from the user facility. The rn reported that approximately two minutes into the patient¿s treatment, the venous tubing separated from (or ¿blew off¿) the venous transducer, resulting in leaking blood. The combi set lines were immediately clamped and the patient¿s treatment was suspended. The rn stated there were no issues during the priming of the lines, and there were no machine alarms that occurred leading up to (or during) the event. The rn did not think the separation was due to a loose connection caused by improper set-up. No blood was returned and the patient¿s estimated blood loss (ebl) was 200 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. Additional follow-up with the biomed revealed the combi set was discarded; no sample was available to be returned for a manufacturer evaluation.

Event description:
A user facility biomedical technician (biomed) reported to fresenius customer service that when the blood pump was turned off during a hemodialysis (hd) treatment, the combi set ¿line was blown off of the transducer itself¿. Additional information was obtained through follow-up with a registered nurse (rn) from the user facility. The rn reported that approximately two minutes into the patient¿s treatment, the venous tubing separated from (or ¿blew off¿) the venous transducer, resulting in leaking blood. The combi set lines were immediately clamped and the patient¿s treatment was suspended. The rn stated there were no issues during the priming of the lines, and there were no machine alarms that occurred leading up to (or during) the event. The rn did not think the separation was due to a loose connection caused by improper set-up. No blood was returned and the patient¿s estimated blood loss (ebl) was 200 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. Additional follow-up with the biomed revealed the combi set was discarded; no sample was available to be returned for a manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the user facility returned twelve companion samples to the manufacturer for physical evaluation. The samples were in their original packaging. No damage was observed on the returned samples. The visual inspection did not find any irregularities. There were no detachments of the monitor lines. The arterial and venous lines and bonds were found and closely reviewed, and all components appeared to be properly assembled. One of the companion samples was connected to a fresenius 2008k hemodialysis (hd) machine, and a simulated test was performed. The combi set was tested for a period of 4 hours. No disconnections or leaks occurred during testing. There were no air bubbles noted inside the system, and no level variation noticed at the venous and arterial chambers. In addition, there were no alarms. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The sample was tested, worked as intended, and no abnormalities were found during the testing period. An associated cause for the reported event could not be determined.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility biomedical technician (biomed) reported to fresenius customer service that when the blood pump was turned off during a hemodialysis (hd) treatment, the combi set ¿line was blown off of the transducer itself¿. Additional information was obtained through follow-up with a registered nurse (rn) from the user facility. The rn reported that approximately two minutes into the patient¿s treatment, the venous tubing separated from (or ¿blew off¿) the venous transducer, resulting in leaking blood. The combi set lines were immediately clamped and the patient¿s treatment was suspended. The rn stated there were no issues during the priming of the lines, and there were no machine alarms that occurred leading up to (or during) the event. The rn did not think the separation was due to a loose connection caused by improper set-up. No blood was returned and the patient¿s estimated blood loss (ebl) was 200 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. Additional follow-up with the biomed revealed the combi set was discarded; no sample was available to be returned for a manufacturer evaluation.